Event description:
Device issue: none. Adverse event: restenosis requiring surgical intervention. Time of adverse event: 33 months post procedure. It was reported via a trial that on (B) (6) 2006, the pt underwent stenting in the proximal left anterior descending artery (lad), mid lad artery, and proximal right coronary artery (rca) with xience v stents, and mid rca with three xience v stents. On (B) (6) 2006, the pt had a follow up angiogram that showed less than 50% restenosis in index target lesions, proximal lad and proximal rca. On (B) (6) 2009, the pt experienced angina, nausea, positive functional stress test, ischemia, elevated cardiac enzymes and was hospitalized. A diagnostic coronary angiogram on (B) (6) 2009 found three diseased vessels. The proximal lad, distal lad, and mid rca were revascularized via coronary artery bypass graft on (B) (6) 2009. The pt's symptoms resolved on (B) (6) 2009. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The xience v 3.0x28 mm (part #1009553-28, lot #51114p1), xience v 2.5x28mm (part #1009551-28, lot #50822p1), xience v 3.5x18mm (part #1009554-18, lot #50920p1) are being filed under this MFR#. The stent remains in the pt. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.